Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the received device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. The femoral component was revised due to lysis caused by the tibial loosening. The surgeon recently had a run of three loose attune tibias from a 2016 group of patients. He revised all components to sigma revision components. Doi: (B)(6) 2016. Dor: (B)(6) 2021. Left knee.